Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery while the customer attempted to change her infusion set. The blood glucose reading was over 400 mg/dl. The customer stated that she changed the infusion set, and the blood glucose reading thereafter was 313 mg/dl. She advised that the alarm was resolved by a complete infusion set change. She declined to return the reservoir and the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.